Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of angioedema ('edema of quinck') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced angioedema (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), diplegia ("paralysis of the legs"), gastric disorder ("stomach problems"), depression ("depression"), tinnitus ("tinnitus") and vertigo ("vertigo"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the angioedema, arthralgia, diplegia, gastric disorder and depression had resolved and the tinnitus and vertigo had not resolved. The reporter considered angioedema, arthralgia, depression, diplegia, gastric disorder, tinnitus and vertigo to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: nullification: this record was detected to be a duplicate to record # fr-bayer-(B)(4) to which all information will be transferred, then this duplicate record # fr-bayer-(B)(4) will be deleted from bayer safety database. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of angioedema ('edema of quinck') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced angioedema (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), diplegia ("paralysis of the legs"), gastric disorder ("stomach problems"), depression ("depression"), tinnitus ("tinnitus") and vertigo ("vertigo"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the angioedema, arthralgia, diplegia, gastric disorder and depression had resolved and the tinnitus and vertigo had not resolved. The reporter considered angioedema, arthralgia, depression, diplegia, gastric disorder, tinnitus and vertigo to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.